Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The manufacturer's field service engineer (fse) evaluated the device was able to confirm the reported issue. The fse found that the unit would need a new power switch overlay. An estimate for the repair was provided to the customer but no response has been received regarding disposition of repair. The repair was cancelled and the unit was returned. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ¿check vent: alarm led failed¿ alarm occurred. There was no patient involvement.